Event description:
Medtronic received info that the outer balloon on this transcatheter delivery system burst (during valve deployment) just below 4 atm. There were no adverse pt effects.

Manufacturer narrative:
(B)(4). Evaluation method: other: device history could not be reviewed as the lot number was not provided. Results: other: no product was returned. Conclusion: other: cause of event cannot be determined. Analysis: the product has been returned and continues to undergo analysis. Conclusion: upon completion of analysis, a supplemental report will be submitted.